Event description:
It was reported the patient did not feel stimulation and had pain. The patient said that she was taking all kinds of medication and using pain patches again. The patient felt a shocking or jolting sensation. The patient said the device was working until she pulled ligaments in her back. The device was working at night but did not work the following morning. The patient stated that she normally turns the device down at night. The patient reported that when she sat down that she got an electrical shock. The patient was told that some of the leads were broken. Electrodes 1, 2, 3 and 7 were okay. The rest of the electrodes were at 10,000 ohms. When the patient woke up to turn her stimulation on she said it stopped working and the patient was not feeling any stimulation. The patient increased stimulation in both leads. The patient stated that she was turned on. The patient reported that her battery has a full charge and that even with the stimulation turned up (confirmed) and with increased amplitude that she was not feeling stimulation. The patient had stimulation 4-5 days after pulling a ligament in her back, but had no stimulation after those first days. All electrodes showed >3600 ohms and cannot be programmed around. Patient outcome was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2006. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2006. Product type: programmer, patient: product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006. Product type: extension: product ID 3487a-33, lot# j0107941v, implanted: (B)(6) 2001. Product type: lead: product ID 3487a, lot# j0015995v, implanted: (B)(6) 2001. Product type: lead. (B)(4).

Event description:
Additional information received reported the cause of the event was trauma to the low back and flank region. It was reported the electrodes were "deteriorated." The patient's implantable neurostimulator (ins), leads, and extension were explanted on (B)(6) 2012, and replaced on (B)(6) 2012. X-rays were performed on (B)(6) 2012. The x-rays from june were to evaluate the position of the stimulator leads before removal surgery and the images from july were to evaluate the placement of the new leads during replacement surgery. Upon removal of the patient's devices it was reported the patient had pelvic pain. The patient required hospitalization, one day for removal and one day for replacement surgery. No patient injury was reported, "only pain." Upon additional review it was found that the information in this report was also reported in mfg report # 3004209178-2012-05499.

Manufacturer narrative:
Product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type extension; product ID 3487a-33, lot # j0107941v, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type lead; product ID 3487a, lot # j0015995v, implanted: (B)(6) 2001, explanted: (B)(6) 2012, product type lead.